Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After a successful implant the device was dislocated during computer tomography exam, repositioning was not possible, the device was explanted and new pump used. No reported harm done to the patient.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the positioning issue was use relate (tuohy borst valve not correctly secured). This report is being filed as part of a retrospective review of historical records.